Event description:
It was reported that the ilet user received an ¿unable to proceed¿ alert when attempting to announce a meal, and later disclosed that the insulin cartridge was empty while the infusion set was disconnected, raising concerns for an infusion set deployment or connector attachment issue. Device components relevant to the event included the cannula. Symptoms included hyperglycemia, with the user¿s blood glucose described as high reaching 400 mg/dl. Outcomes included insufficient information regarding any broader impact. Investigation included communication with the user, analysis of information provided by the user or a third party, and a review of the reported scenario. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.